Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue battery won't hold a charge was confirmed. The scanner was inspected the unit shuts down when unplugged from the ac adapter, the cause of the issue is due to internal battery failure. The device was serviced, tested and returned to the customer.

Event description:
Per biomed, the battery won't hold a charge. On (B)(6) 2020 - sample evaluation confirmed battery abrupt shutdown.